Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic with low r-waves and undersensing was also noted. Chest x-ray was taken but inconclusive. The pace/sense portion of the lead was capped and replaced. The defib portion remains active.